Event description:
On remote follow-up of (B)(6) 2017, inappropriate fms and 3.600 pmt are observed in aida statistics (during 1 month of statistics). The patient is scheduled to the hospital where he is equipped with a holter, that shows a pattern that seems related to a pmt (see page 4 of the holter recording), according to the physician. Through reviewing the memories in aida, an atrial lead issue is suspected. The patient is scheduled to an in-clinic follow-up, where 2 different physicians check the atrial threshold, both find a good value of atrial threshold, of 1 v. Av delay is reprogrammed to 125 ms. On remote follow-up of (B)(6) 2017 the issue is still present, with 5.400 pmt stored since (B)(6) . We are informed on (B)(6) that the pmt are still present. The physician is asking to explain why so many pmt are triggered, whereas the atrial threshold seems ok. He is suspecting a wrong functioning of the anti-pmt algorithm for this specific patient physiology. He is asking for our reprogramming suggestions in order to avoid pmt recurrence.